Event description:
It is reported that the device was implanted in 2006. Seven days later, the patient had a spiral fracture from distal screw to proximal part. It is unknown if there will be a revision surgery.

Manufacturer narrative:
Evaluation summary. The patient activity level is unknown, although, the patient was 80 years old at time of surgery. There is no information about the conditions under which this event occurred. Based on available information a definitive cause cannot be attributed. No product or x-rays were returned for review. No lot number was provided; therefore, manufacturing records could not be reviewed.